Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in an unknown vessel. The 12.0 x 40, 75 cm gladiator balloon was inflated and ruptured. The procedure was completed with another device. No patient complications were reported and the patient condition is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found a complete balloon circumferential tear approximately 2.7cm distal from the distal edge of the proximal markerband. A small section (3mm) of balloon material remained at the distal end of the distal bond site. A section of the balloon material is missing between the proximal section of the balloon tear and the 3mm in length distal section of the balloon tear. There was no stretching evident along the shaft and the markerbands were positioned correctly for a 40mm balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the balloon was removed intact.